Event description:
The lead was returned to the manufacturer and subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cute, had a white substance, and had cosmetic depression. The lead was stretched.

Event description:
It was reported that the lead was fractured, had high impedance, had poor sensing, and had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cute, had a white substance, and had cosmetic depression. The lead was stretched.